Event description:
The customer reported that infusion sets and quick release were not locking back in place and causing the infusion set to come off. Customer's blood glucose was over 500 mg/dl of this issue. It was reported that customer's blood glucose was 509 mg/dl. Customer wanted to return the two infusion sets that were not working. Advised the customer the infusion sets would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.